Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon removal the string broke off of a tampon leaving the pledget inside her vaginal cavity. She manually removed the pledget and during removal the pledget tore in half inside of her. She experienced pain removing the pledget and was bleeding and swollen from manual removal of the pledget. She did not seek medical attention and did not experience any adverse health effects.